Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prime. Customer's blood glucose was unknown mg/dl. The customer was unable to do troubleshooting because he is going home and will call back to do it.